Event description:
The customer reported that a leak from the luer lock during an infusion. From the reported info, there was no indication of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). The model/catalog identified is a carefusion product which is same or similar to a device that is approved for sale domestically. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.